Manufacturer narrative:
The physician who implanted the sling was dr. (B)(6).

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted on an unknown date. According to the complainant, the patient experienced pain post implantation of the sling. It was removed on (B)(6) 2014. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on january 13, 2016. The sling was implanted on (B)(6) 2012. Indications for removal of the sling were slow voiding, urgency, nocturia, and pain. Patient was seen for a follow up on (B)(6) 2014 and was reported to be feeling well without complaint. Pain and slow voiding resolved. Patient continues to experience urgency and nocturia.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted on an unknown date. According to the complainant, the patient experienced pain post implantation of the sling. It was removed on (B)(6) 2014. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.